Event description:
It was reported that a thin, elderly, heavily prespiring patient sustained healing and blistering to both forearms after an MRI scan. The report indicated the patient was not touching the bore and recommended padding was used between the patient and bore. The fact that patient was perspiring heavily may have contributed to burn event as rf is more readily conducted on wet skin. The report indicated that the patient was not monitored for temperature increases during the scan. Safety information provided with the system recommends monitoring all patients for increased temperature during the scan acquisition and if the patient reports discomfort due to warming, the scan should be stopped. There is no evidence that the mr system malfunctioned.